Event description:
It was reported that customer was hospitalized last (B)(6) 2015 for their high blood glucose. Customer's blood glucose was 500 mg/dl. Customer had high blood glucose due to infection. Customer was treated for infection. Customer was not wearing the insulin pump during the ER visit. Customer has not been wearing the insulin pump for the last 4 and half months due to prior surgery. Customer had lupus and doctor feels that the infection continues due to high blood glucose. Customer stated she was advised to use u5 500 insulin through her insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.